Event description:
It was published in the endoscopy 2008 journal article "early closure of a multicenter randomized clinical trial of endoscopic stenting verses surgery for stage IV left-sided colorectal cancer" by j.e. Van hooft et al that following a colonic stenting treatment procedure, stent obstruction and perforation occurred. An unspecified sized wallflex enteral stent was implanted for the treatment of an unspecified colonic lesion. The pt was complication free for at least 30 days following implant. The pt experienced a colonic perforation and stent obstruction at an unspecified time later. It is unconfirmed if the occurrence of the perforation and obstruction were simultaneous or related to each other. The stent obstruction was due to tumor ingrowth into the stent. The pt had an unspecified sized colonic stent implanted through the first stent to treat the stent occlusion. The pt "recovered well" per the published article. The pt's current condition is unk.

Manufacturer narrative:
Implanted between late 2004 and early 2006. Device analysis: the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.